Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the setup before patient in room, the flex video scope did not angulate. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and additional information regarding legal manufacturer investigation results. The initial MDR was inadvertently submitted as a reportable malfunction. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. There were no reportable malfunctions related to the subject device captured in this complaint. Additionally, the device was returned to olympus. The reported issue of did not angulate during set up was confirmed. Evaluation found device was noted to have wear in angle wire and play in up/down knob noted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.